Event description:
It was reported that the patient was being referred for a full vns revision, likely related to the high impedance. Clinic notes dated (B)(6) 2013 indicate the patient has a vns lead problem. Full interrogation of the patient's device indicates that it is nonfunctioning with very high resistance levels, suggestive of a lead malfunction. Prior to leaving the office, the patient's settings were verified to ensure they were programmed. Clinic notes dated (B)(6) 2013 indicate the patient came in for follow up for seizures and to have the vns checked. There were lead problems that were unable to be resolved the last time. The seizures continue at night, but the patient is stable and doesn't seem to be heard.

Event description:
It was initially reported that the patient had high impedance (6732 ohms) at a recent appointment. The generator was only able to deliver 0.75 ma of the 1.75 ma the patient was programmed to. The patient was also having an increase in seizures and one generalized tonic-clonic seizure and some cluster seizures which the patient has not have in a long time. There was no recent trauma but the physician did mention the patient was a very active and athletic person. X-rays were ordered but will not be provided to the manufacturer for review. Good faith attempts for additional information have been unsuccessful to date.

Event description:
The patient underwent vns replacement surgery on (B)(6) 2013.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: supplemental #1 MDR inadvertently did not report that the patient's device was explanted.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
(B)(4).